Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was experiencing a "little jolt under the rib cage" for the previous two days. The patient also noted the device battery had declined because "one of the leads was pulling too much current" and the medical equipment company representative made an "adjustment." It was clarified that the patient was experiencing diaphragmatic stimulation and the left ventricular lead had elevated threshold. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.